Manufacturer narrative:
Visual and microscopic examination of the stent found the stent to be damaged approximately 4mm proximal from the distal edge of the stent. The balloon was tightly wrapped and did not appear to have been subjected to any positive pressure. A full examination of the stent delivery system did not find any evidence of damage present. The damage present on the stent is consistent with excessive force being applied to the device upon meeting some form of restriction during delivery. A review of the manufacturing records found that the device met its material, assembly and product specifications. The most probable root cause of this complaint is unknown

Event description:
This complaint is now reportable based on the analysis. It was reported that during a coronary drug eluting stenting treatment procedure the 2.75x28mm taxus liberte drug eluting stent was unable to cross the mid left anterior descending artery (lad). No patient complications were reported. However, returned product analysis revealed stent damage.